Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope preprocessor. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h2, h6, h11. This supplemental report is being submitted to provide the results of the device's final investigation. The device was not returned to olympus for inspection, but the reported failure was confirmed based on the event description. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.